Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The lead was p-wave oversensing. The oversensing led to delivery of hv therapy. It was noted that the lead may have pulled back. The lead was explanted.